Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the tip of the blade broken off and missing. No other visible damage was noted. The device was nonfunctional due to the returned condition. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during a laparoscopic assisted sigmoid colectomy, the blade broke off in the patient's body, but was recovered. The surgeon had taken the blade across the ligaclip, which could have fractured the blade. There was no patient consequence.